Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. However, they did not presoak the endoscope in the detergent solution. Additionally, the customer did wipe/brush the distal end with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation the adherence/clogging of the material at the biopsy channel port was confirmed however the root cause that the material remained in the device could not be identified and it is presumed that reprocessing was not conducted properly due to leakage from the scope cover packing. Subsequently, the material was not possibly eliminated. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope biopsy cannel was blocked 18¿20-centimeter from the suction valve. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, it was found that the channel mount unit contained foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the water tightness was lost due to wear of scope cover packing, circuit board unit in scope connector was dirty due to water leakage, and the noise in the image occurred due to a damage on the plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.